Manufacturer narrative:
(B)(6). Per baxter labeling, users are instructed not to attempt to reuse any disposable supplies. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy pd effluent, abdominal pain and fever. The cause of the break in aseptic technique was further described as due to the patient reusing the minicap and using alcohol for disinfection in order to save money. On the day of onset, due to the event, the patient went to the hospital, however was not admitted. It was reported that the patient received treatment for the peritonitis in the outpatient department. The treatment was further described as two vials of unspecified medication by injection into the patient's pd solution bags (dose and number of bags was not reported). One day later, the patient was hospitalized for the peritonitis. One day after being admitted to the hospital, the patient's pd effluent was clear and the patient had no abdominal pain or fever. At the time of this report, the patient remained hospitalized, the patient was not recovered and pd therapy was ongoing. No additional information is available.